Event description:
Upon opening a twin-pass dual access catheter, the "coating" on the distal portion of the twin-pass seemed to come off. The catheter was not used and no patient impact was reported.